Event description:
User's representative says the scooter stops intermittently.

Manufacturer narrative:
(B)(4) issued MFR. Report # 1531186-2013-03454 indicting the submission as a 30 day / follow up report when in fact it was a 30 day / initial report.